Manufacturer narrative:
The device has not been returned to omsc for evaluation. The service department of olympus (B)(4) (oaz) evaluated the device and found that the reported phenomenon was reproduced. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the camera cable or the camera head due to customer's handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that this device was not recognized by a camera control unit and no endoscopic image was displayed. There was no report of patient injury associated with this event.